Event description:
Procedure: breast biopsy. Reportedly, there was a small blister noted under the return electrode pad site (right flank), when the pad was removed. There was no treatment given for the burn. During routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.